Event description:
It was reported that the patient complained of having an increased heart rate of up to 123 beats per minute. The patient reported having the device checked and was told that the device was functioning normally. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.